Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Our field service engineer has investigated the reported machine on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned pressure transducer pcb has been tested in a machine. The pre-use check failed with internal leakage and pressure transducer tests. During ventilation it alarmed for peep low, expiratory minute volume high and inspiratory flow over range. Read out from the pressure transducer pcb's memory shows that the ee-prom section is corrupted. The pressure sensor has been tested with a multimeter. The voltage at zero pressure was at 2,402v which is considered as a major drift. A microscopic investigation showed a contamination inside the sensor cavity. This contamination can affect the pressure measuring. The cause of the issue is a contamination inside the sensor's cavity that affected the pressure measuring and caused the sensor to have a major drift. The source and the the type of the contamination is unknown.